Manufacturer narrative:
510k: this report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Possible partial part number 314.xxx device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the handle on an unknown screwdriver broke during an unknown surgical procedure on (B)(6) 2017. All fragments were removed. Surgery was completed successfully with no reported delay. This report is for one (1) unknown screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. The handle is broken into multiple fragments as complained. The holding sleeve was not sent back. In general is the device is an end of life condition. The hexagon tip is completely worn, the shaft is strongly discolored. The marking with the part number is completely faded, only under the microscope the part number 314.020 could be identified. There is no lot number etched on the device, which indicates that it older than 17 years. There is with tsd 12.96 a marking on the device, which was not made by the manufacturer. It is possible that this is the month and year, where the device was introduced at the hospital. Based on the provided information no definitive root cause was able to be determined. However the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 17+ years old, as such instrument age likely contributed to the complaint condition. In general we would like to mention the important information leaflet with reprocessing instructions, where the end of life conditions are described and the section about plastics provides potential causes for such a breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.